Manufacturer narrative:
Method codes, result codes and conclusion codes updated. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the second and seventh most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken at 1 mm proximal to the midshaft bond. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. The proximal section of hypotube (including the strain relief and hub) were not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. As part of the device analysis, a recommended size guidewire (0.014 inch) was advanced through the tip of the device and exited the guidewire exit port without issue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced to treat the target lesion. However, the physician felt friction while passing the device through the guide. Upon inspection, it was noted that the distal end of the stent was deformed.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 38 x 3.50 promus premier drug-eluting stent was advanced to treat the target lesion. However, the physician felt friction while passing the device through the guide. Upon inspection, it was noted that the distal end of the stent was deformed.